Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that both pitch up and down cables were frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The other cables at the wrist were undamaged failure analysis also observed that the distal end of the main tube had various scratch marks with light material removal. The scratches were .224 - .036 in length and not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the damaged cable and/or the tube abrasions could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that the maryland bipolar forceps instrument cable was noted to be frayed during a da vinci hysterectomy procedure. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.